Event description:
Customer reported unexpected positive results when testing 2 donor samples on the cmv assay on the galileo. The samples were used for comparison testing of the galileo and olympus pk. Out of 13 samples that were tested, 2 donor samples resulted unexpected positive on the galileo.

Manufacturer narrative:
Review of instrument images: well h0: there was a diffusion around the button and there appeared to be a portion of the button missing as though a bite was taken out of it . Well d02: there was again a diffusion around the button and a pin hole in the center of the button. Testing was performed on (B)(4) 2011 using cmv assay on 4 known negative in house donors on the galileo using retention capture-cmv lot c088 and capture cmv indicator cells lot 228152. Controls performed as expected. One donor reported inv due to a short sample the other three known negative in house donors reported negative as expected.